Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/pt for f/u questions. The following complaint was classified based on info obtained from lfs customer service. On (B) (6), 2010, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultramini meter is missing results from the memory. The pt managers her diabetes with self adjusting insulin. The missing results issue began on (B) (6), 2010. The pt did not take any action in regards to diabetes management at the time of concern. Approximately one week later, the pt reportedly developed symptoms described as "sweaty and weak." It is not known what treatment the pt received to abate the symptoms. On (B) (6), 2010, the pt reportedly administered self treatment with 60 units of insulin. The pt did not take any other meter. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the pt's medical intervention/reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the issue was not resolved with training. There is no direct correlation between the pt's alleged symptoms and the missing results issue. The pt can still obtain a blood glucose result on the subject meter and manage his diabetes accordingly regardless of the missing result issue in the memory. However, this complaint is being reported because the pt claimed he had symptoms that can be associated with hypoglycemia while using the lfs products. Replacement products were sent to the pt.